Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During the surgery it was found that the bolt that attaches the cup to impactor sheered off during impaction.